Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occured due to connection issue of the communication bus cable. The field service engineer effectively reestablished the connection of the bus cable to rectify the problem. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure. The customer reported that the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.